Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with acute chest pain that is exertional and associated with shortness of breath and diaphoresis. Patient stated that the pain is similar to their previous angina. Patient has also been having worsening shortness of breath and fatigue that has been getting worse since last thursday. Patient stated they saw their primary care provider last monday. Complete blood count was checked, patient's hemoglobin was 8 grams per deciliter per report. Patient denies any bleeding or melena. No syncope. Patient was not taking aspirin since last discharge. Negative stool occult with no frank blood. Patient was hospitalized and given a transfusion of 2 units of packed red blood cells. Patient was diagnosed with acute blood loss anemia. Patient was treated with 2 units packed red blood cells. Gastrointestinal consult did not recommend any further inpatient workup and will follow up as an outpatient for pill endoscopy / colonoscopy.